Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, loss of capture and loss of sensing were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed that the rv lead was dislodged. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The lead was returned due to dislodgement, loss of sensing and stimulation, and inability to reposition the lead. Visual and x-ray analyses of the lead did not identify any anomalies other than procedural damage. Electrical and impedance test results of the lead were normal. The lead was returned with the helix partially extended, helix housing clogged with blood and tissue, and the inner coil over-torqued at the connector region. After cutting, cleaning, and applying torque directly to the inner coil, the helix fully extended and retracted normally